Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with high blood glucose level. It was reported that the customer states the device is not pumping anymore. The customer's blood glucose level was reported to be over 500mg/dl. The customer's most current level was reported to be 281mg/dl. It was reported that the customer did not feel ok to troubleshoot. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2015.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2015.